Event description:
The customer reported at 8:00 am he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: time: 8:00 am, bg (mg/dl): 108, cho (g): not reported, bolus (u): 5.00 (meal bolus); 9:30 am, 484. The adhesive pad was wet. Upon removal, he noticed the cannula was bent and it was not inserted into his skin.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the hypoglycemia. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.